Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The device had incorrectly detected systole due to undersensing. Technical services recommended programming the device to resolve the issue.